Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer's collection canister overflowed. The hospital did not report any pt effects. The product is not returning.